Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a low blood glucose event due to which patient had been hospitalized .patient's husband found her clammy and unresponsive. The pump showed reading of 80 mg/dlbut it was actually 30 mg/dl when he took reading on ems. Patient reported that a whole box of sensors this month lasted only three days. No further information available.